Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had erratic longevity. Primarily, this device showed less than 0.5 years battery remaining but when the physician turned on the auto threshold, it goes back to 1.5 years. Boston scientific technical services (ts) explained factor that could impact the device battery status. Ts recommended making memory dump for analysis. Additional information received from the field representative indicates that no memory dump was performed. The device change out was cancelled. The patient was scheduled for normal device follow up. This device still remains in service. No adverse patient effects were reported.